Manufacturer narrative:
The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. It was reported that deployment was performed and that despite pulling the deployment line completely out, the stent did not deploy/expand. The cause for the complaint could not be established with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was provided to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis (vsx device) was intended for use in an unknown etiology during treatment of peripheral arterial disease (pad). Reportedly, after the introducer sheath (manufacturer and size unknown) and vsx device were advanced across the lesion, the deployment line was pulled and completely removed from the patient. It was then observed that the vsx device had no device expansion. With no device expansion the physician removed the vsx device and introducer sheath in tandem. After removal, the stent was observed to have no constrainment zipper and remained with no device expansion. The procedure was completed with a non-gore device. The patient did not experience any adverse consequences.